Event description:
The burrs are packed in a double sterile pouch. During routine checks, it was found that the cutting end of the burr had pierced the inner sterile barrier and was thus in direct contact with the film of the outer pouch. We also noticed on some samples that the outer sterile barrier had been pierced.

Event description:
The burrs are packed in a double sterile pouch. During routine checks, it was found that the cutting end of the burr had pierced the inner sterile barrier and was thus in direct contact with the film of the outer pouch. We also noticed on some samples that the outer sterile barrier had been pierced.